Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 397 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea, vomiting, chest pain and dehydration; large ketones were also present. Upon removal of pod at the hospital, the cannula was found bent. The patient was treated intravenously with insulin, saline and another medication; anti-nausea medication was given as well. The patient was released after spending 2 days in the hospital.